Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the preclose proglide suture-mediated closure system, instruction for use states: ¿avoid quick or jerky type movements with the suture limbs. In this case, it is unknown if the excessive force contributed to the reported difficulties. Based on the information reviewed, the reported difficulties and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device with a 7f sheath after an aortogram femoral run off interventional procedure. Reportedly, a suture break occurred when the plunger of the proglide device was removed. It was reported that too much force may have been used to pull the suture. When harvesting the suture it was difficult to pull the suture through the body of the proglide device. A hemostat was used to pull the suture. Knot advancement was attempted; however, the knot was unable to be fully advanced, partial hemostasis was obtained. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.